Manufacturer narrative:
Siemens filed the initial MDR 1219913-2012-00346 on (B)(4) 2012. 11/01/2012: additional information: the cause for the false positive advia centaur cp results was unknown from the initial field service engineer (fse) visit. In addition to the system inspection and maintenance performed by the fse, the base pump and base dispenser were replaced due to crystallization around the base pump as well as replacement of the acid dispenser. The valve manifold was leaky and the top and bottom screws were tighten. The sample probe syringe was replaced due to an observed black discolor and the sample and reagent probes were recalibrated. There were no further discordant results reported after the additional field service work was completed.

Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patient samples and considered discordant when compared to negative test results from repeat troponin testing. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The customer observed acceptable quality control results and there were no other parameter issues at the time of the initial incident. The customer did observe a second false positive patient result and a siemens field service engineer (fse) was sent to the customer site for system inspection and found no system issues that may have contributed to the discordant result. The fse performed an annual preventative maintenance. No conclusion can be drawn.